Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided, "the camera couldn't see any of the arrays." During troubleshoot, "they swapped out the array kit and they were able to complete the surgery." The customer also reported they had three additional kits on the shelf from the same lot (mk227515) and they requested them to be replaced as well. The three additional arrays sets are captured in this complaint ((B)(4)) as (B)(4). None of the three additional array sets had been used or opened as they were replaced from the shelf per the customer's request. In all, four arrays sets were returned, however only one array set (captured in this complaint as (B)(4)) was used by the customer. Four velys array sets (p/n 451570011, lot mk227515) were returned to depuy synthes, however, only the array set that was reported to have the issue during the event ((B)(4)) was evaluated. The remaining three unopened arrays sets with the same lot number were all received as (B)(4) however no evaluation was performed at this time due to the arrays were returned unopened. Visual analysis of the opened array set found no apparent damage to any of the arrays. Each lens was examined under magnification and no major scratches or damage was found. A functional evaluation was performed with production equivalent array clamps and each was able assemble, retain, and disassemble as intended by design. No undesired movement between the array and array clamp was found. Although the exact surgical environment at the time of the complaint could not be re-created for testing purposes, the functional evaluation, involving three of the five arrays returned for this complaint and used at the time of the event, found all three arrays (pointer, device, and saw) were recognized during the system setup to the point of acquiring landmark registrations and the test was completed without interruption per IFU-0902-60-022 system setup. There fore the reported complaint allegation of "the camera couldn't see any of the arrays", is not confirmed. Based on the investigation findings, no defect was found with the returned array set that would have contributed to the reported event. Therefore. No corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the depuy synthes quality system was performed for the finished device lot number mk227515, and no non-conformances were identified.

Event description:
It was reported that during surgery at registration the camera couldn't see any of the arrays. They swapped out the array kit and they were able to complete the surgery.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: d9. Corrected: d4 primary UDI number. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.